Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology, the doctor did dialysis for the pt (B)(6) 2014. After the catheter was successfully inserted into the pt's subclavian vein, a slight blood leak was found on the blue connector. As the doctor thought it would not affect usage, the catheter was left insitu. During the next few dialyses, the leak continued to occur and when the doctor checked the catheter, he found a crack on the blue luer hub. As a result of the finding, the catheter was removed and replaced with a new kit to successfully proceed with the surgery. There was no reported delay, death, or complications to the pt as a result of this occurrence. The user noted that the product was contaminated and as a result will not be returning.